Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer application crashed mid threshold testing leaving pacing at 90 beats per minute (bpm) until the tablet operating system was restarted and reconnected. No patient complications have been reported as a result of this event.